Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02196. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleeding using ruby coils (ruby coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a ruby coil through the lantern; however, resistance was encountered and subsequently, the ruby coil would not advance out of the tip of the lantern. Therefore, the ruby coil was removed and the physician decided to use additional coils. However, the coils would not advance through the lantern as well. The procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.